Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was reprogrammed on (B)(6) 2014 and after several days their problem got worse again. After the patient was reprogrammed the split step problems during walking was better. Sometimes the patient could walk by leaning on roadside trees. On (B)(6) 2014, the patient found sores and swelling where the implantable neurostimulator (ins) was positioned and they still had the split step problem. The patient wanted to be reprogrammed. The cause of the event was not determined. The patient was hospitalized and their healthcare professional (hcp) was checking the fluid in their body. The patient did have inflammation. The patient¿s hcp did not think the symptoms were a product problem since they happened more than two years after surgery. The patient did have a 50 percent or greater symptom reduction. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient¿s healthcare professional (hcp) extracted fluid from the wound and gave anti-infection treatment. The patient was reprogrammed prior to leaving the hospital. After leaving the hospital the patient was in good condition.